Manufacturer narrative:
As reported, the patient underwent placement of an unknown inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to filter tilt and perforation. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to filter tilt and perforation.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to filter tilt and perforation, the filter is embedded in the wall of the ivc and the patient is experiencing emotional and physical pain and suffering. It is also reported that the device is unable to be retrieved, however there is no documented attempt to retrieve the device. The indication for the filter implant was deep vein thrombosis (dvt) and pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed at the level of l2, successfully. The patient tolerated the procedure well and there were no reported complications. The patient underwent a computed tomography (CT) scan 3 years and 7 months post implantation that indicated that there is no fracture the filter, there is incorporation of the vertical side struts of the filter into and through the walls of the surrounding inferior vena cava, the 6 vertical side struts of the filter are seen up to 2mm outside of the lateral wall of the inferior vena cava, there is no evidence of perforation of the surrounding viscera, no large venous collaterals appreciated around the cava, and no secondary evidence of ivc stenosis or occlusion. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A cordis inferior vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Without images or procedural films for review the reported embedded/retrieval difficulty could not be confirmed or further clarified. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousity. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as a long-term and a procedural complication associated with ivc filters, however a positive product identification has not been provided. It is unknown if the tilt contributed to the reported perforation. Pain does not represent a device malfunction and may be related to underlying patient specific issues. The location of the pain has not been reported. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an unknown inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage to patient including, but not limited to filter tilt and perforation.the following additional information received per the medical records indicate that, the filter was placed at the level of the l2 successfully and patient tolerate the procedure well with no immediate complications. Additionally, patient had a computerized topography (CT) scan completed 3 years and 7 months post implantation that indicated: the apex of the filter does not touch the inferior vena caval wall, the main body of the filter is below eh renal veins, the filter tip extends above the level of the renal veins, there is no evidence of filter fracture, there is incorporation of the vertical side struts of the filter into and through the walls of the surrounding inferior vena cava, the 6 vertical side struts of the filer are seen up to 2mm outside of the lateral wall of the inferior vena cava, there is no evidence of perforation of the surrounding viscera, no large venous collaterals appreciated around the cava, and no secondary evidence of ivc stenosis or occlusion. According to the information received in the patient profile from (ppf), filter embedded in wall of the ivc, experiencing emotional and physical pain and suffering, and device unable to be retrieved, but no retrieval attempt is documented.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.